Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection was traced to non-device factors. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-35588, related manufacturer reference number: 2017865-2021-35589. It was reported that the patient presented to the emergency room (ER) due to a pacemaker (pm) system infection. The patient reported general infection related symptoms such as discomfort, coughing, nausea, vomiting, fatigue, and endocarditis was noted. The entire pm system was explanted and replaced. The patient was stable throughout the procedure.